Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported there was no audible alarm. There was one instance of patient involvement with no reported adverse consequences or clinically significant delays in treatment.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device was not made available for testing by the customer; no cause was established. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported . There was one instance of patient involvement with no reported adverse consequences or clinically significant delays in treatment.